Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/17/2022. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. The spaceoar vue was observed to be around the prostate "like a snake". No patient complications were reported as result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.